Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was reported that the left ventricular (lv) lead was unable to be implanted due to an unknown reason. The lead was not used, and a new lead was implanted. The patient was in stable condition.